Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed help with connecting the transmitter. The customer also reported that she was experiencing high blood glucose and had diabetic ketoacidosis. The customer's blood glucose level was 436 mg/dl. No further information was gathered because the customer hung up the call.